Manufacturer narrative:
During a CT injection, the syringe popped out of the CT injector. No patient or user/operator injury. However there may be the potential of injury, if the issue was to reoccur. Investigation is ongoing. Company comments: this is a device malfunction with the use of fastload cta dual syringe pack with spikes. During a CT injection, the syringe popped out of the CT injector. No patient or user/operator injury. However there may be the potential of injury, if the issue was to reoccur. A quality investigation of the device is ongoing.

Event description:
On (B)(6) 2017, a healthcare professional reported to bracco injeneering (binj) a device malfunction with the use of fastload CT syringe pack with spike. The report was forwarded to bracco drug safety on 16-jun-2017. On (B)(6) 2017, during a CT injection, the syringe popped out of the CT injector. No patient or user/operator injury. However there may be the potential of injury, if the issue was to reoccur. A quality investigation is ongoing. Additional information is required. (B)(4).

Event description:
On 21-mar-2017, a healthcare professional reported to bracco injeneering (binj) a device malfunction with the use of fastload CT syringe pack with spike. The report was forwarded to bracco drug safety on 16-jun-2017. On 15-mar-2017 during a CT injection, the syringe popped out of the CT injector. No patient or user/operator injury. However there may be the potential of injury, if the issue was to reoccur. Most recent follow-up information incorporated above includes: 02-jul-2018: binj received follow-up information which was sent to bracco on 27-jul-2018. Detailed description of the device malfunction was added to the case. This case is medically closed. FDA#: (B)(4). Bracco worldwide case ID#: (B)(4) (previously reported as (B)(4)). Company comment: based on two decades of experience with the empower injector, it is the opinion of bracco medical advisory board member that the likelihood of a syringe burst is very small and if one should occur, the likelihood of serious harm or permanent injury or disability to patients or healthcare personnel is extremely low when compared to the total of devices sold on the market (2 ppm).

Manufacturer narrative:
Based on two decades of experience with the empower injector, it is the opinion of bracco medical advisory board member that the likelihood of a syringe burst is very small and if one should occur, the likelihood of serious harm or permanent injury or disability to patients or healthcare personnel is extremely low when compared to the total of devices sold on the market (2 ppm). The unique device identifier(UDI) number: (B)(4). This case is considered as closed.